Manufacturer narrative:
Device deemed reportable on october 25, 2019. Initial reporter is company representative. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the lens on the device contained scratches. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, scratches were found on the device. Apart from this, the distal tip was found to be damaged/bent and the optics was cloudy/foggy. Internal scope cleaning was carried out, objective window was replaced and the distal fibers were polished to resolve the issue. After repair, the device was found to be working according to the specifications. User mishandling is the root cause of the observed scratches. With the available information, we cannot determine what caused the distal tip to get damaged/bent or the optics to become cloudy/foggy. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/15/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/15/2019 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a knee arthroscopy on (B)(6) 2019, the lens on the arthroscope contained scratches. They were unable to clear the lens. They were able to use the same device to get through surgery. There was no delay and no patient harm or consequence. This is report 1 of 1 for (B)(4).